Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support, the patient on impella cp had bleeding at the site. The impella cp was inserted without incidence and support was initiated. There was bleeding at the impella site that was resolved with manual pressure held followed by placement of a femstop. The nurse reported the hematoma has remained stable. Some issues with bleeding so heparin was being held. Obscure gastrointestinal bleeding was also noted. The outlook of the patient looked grim and the patient was made do not resuscitate. Care was withdrawn and the patient passed. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.